Manufacturer narrative:
Exact date unknown, event occurred 2 weeks ago from the aware date.

Event description:
It was reported that the patient experienced discomfort and increased in temperature around the ipg site. Overstimulation and overheating of the ipg were also reported despite of reprogramming attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.